Manufacturer narrative:
The investigation has determined that a non-reproducible, higher than expected troponin I result from a single patient sample was obtained using vitros troponin I es (tropi) reagent on a vitros 5600 integrated system. A definitive assignable cause could not be determined. Vitros tropi es precision testing was not performed prior to service actions, therefore a vitros 5600 system issue cannot be ruled out as contributing to the event. An unknown issue with vitros tropi es reagent lot 1930 cannot be ruled out as a contributing factor because the event occurred while assessing the performance of this new reagent lot 1930 and the level 1 control does not adequately verify performance of the assay at troponin I levels <url of 0.034 ng/ml. Pre analytical sample processing could not be ruled out as it is unknown if the customer is following the sample collection device manufacturer¿s recommendations and improper pre-analytical sample handling, cannot be ruled out as a contributing factor to the event. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed.

Event description:
A customer obtained a non-reproducible, higher than expected troponin I result from a single patient sample using vitros troponin I es (tropi) reagent on a vitros 5600 integrated system. Patient result: 0.192 ng/ml vs. <0.012 ng/ml. A biased result of the direction and magnitude observed may lead to inappropriate physician action if undetected. The higher than expected result was not reported from the laboratory and there was no allegation of patient harm as a result of the event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).